Manufacturer narrative:
It was reported via the (B)(4) study that the day after an enterprise vrd assisted coiling of a left cavernous sinus aneurysm, the patient developed left oculomotor nerve paralysis. The patient was treated with intravenous steroid with outcome as of one month post onset reported as ongoing and unchanged. It was reported that the relationship of the event to the procedure was highly probable and to the vrd was unrelated. No product malfunctions were noted. The unruptured saccular aneurysm neck was 5.3mm with a neck to sac ratio of 5.3mm:20.8mm. The parent vessel size diameter proximal was 3.7mm and distally was 3.9mm. The modified rankin stroke scale score (mrs) pre-procedure was 2, two days and one month post procedure it was 2. The act was 127 seconds pre anticoagulation and 272 seconds post anticoagulation. Antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel 75mg/day beginning one week prior to the index procedure. Argatroban hydrate was administered for one day beginning the day of the procedure. Heparin 11000u was administered intra-procedurally. The occlusion rate of aneurysm was 80% after the procedure. It was reported that besides the reported event, the patient did not have any other symptoms, and no other devices were involved in the event. During the reported event, the enterprise was fully expanded, apposed to the vessel wall and in a stable position. A cd copy of the procedure is not available. The device remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Injury to normal structures and neurological deficits are known potential adverse events associated with the use of the enterprise vrd in the intracranial vasculature for coil assisted embolizations as outlined in the instructions for use. The location and size of the large 20.8mm cavernous sinus aneurysm is likely to have caused compression of the oculomotor nerve, thereby causing/contributing to the oculomotor nerve paralysis. With review of the available information, there is no indication of any device design or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report from the clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization (with cordis/codman and not cordis/codman coils) assisted with enterprise vrd (enc452812/01424296) of a left cavernous sinus, and the day after the index procedure, the patient developed left oculomotor nerve paralysis. The patient was treated with intravenous steroid. The event outcome as of a month after onset was ongoing and unchanged. The relationship of the event to the procedure was highly probable and to the vrd was unrelated. No product malfunctions were noted. Besides the reported event, the patient did not have any other symptoms, and no other devices were involved in the event. During the reported event, the enterprise was fully expanded, appose to the vessel wall and in a stable position. A cd copy of the procedure is not available.

Manufacturer narrative:
Angiography conducted indicated that the un-ruptured saccular aneurysm neck was 5.3mm, and the neck to sac ratio was 5.3mm: 20.8mm. The parent vessel size diameter proximal was 3.7mm and distally was 3.9mm. Mrs before the procedure was 1, 2 days after the procedure was 2, and one month after the procedure was 2. The act was 127 seconds pre anticoagulation and 272 seconds post anticoagulation. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, argatroban hydrate 6a/day: (B)(6) 2011. Heparin 11000u was administered intra-procedurally. The occlusion rate of aneurysm was 80% after the procedure. Prior to implanting the enterprise vrd, envoy catheter (670-256-00/14085661), 556-256-00(lot#13434780), prowler select plus (mc) microcatheter (606-s255x/15266938), synchro guidewire (bs) were utilized. Other devices utilized during the procedure were, excelsior 1018 mc (stryker), orbit coils (637cf0721/15268732, 638cs1430/15151871, 638cf0824/5220087 x3, 638cf0824/15214379, and 638cf0824/15315857), v-track coil x27 (terumo), delta-plush coils x2, matrix2 x2 (bs). No further information is available and procedural images are not available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Per (B)(4), (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.